Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure, it was reported to the sales rep that prior to an unknown procedure that three packages have punctures in the package, and one is severely dented but not punctured. There was no patient involvement. Four with damaged packaging and the remaining 27 in the box will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was reported that "...one is severely dented but not punctured..." Any photos available for visual analysis? Is the sterility of the device compromised? Please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). It was reported that "...three packages have punctures in the package..." Any photos available for visual analysis? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please find photo that was shared with me attached as well as additional info requested. Information was provided by jocelyn morris, exeter hospital - or materials damaged and remain sutures have shipped back. **1 photo was attached to file as additional information.